Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was returned inside an excelsior sl-10 microcatheter. The sdw (stent delivery wire) was seen to be kinked and the subject stent was deployed from the distal tip. The subject stent was flushed, and a 0.0158" patency mandrel was advanced through the microcatheter and the deployed subject stent was pushed out the distal tip of the catheter. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the subject device was confirmed to be in good condition prior to use on the patient. Continuous flush was maintained for the duration of the procedure. The patient¿s anatomy was described as 'severely tortuous' which may have been a contributing factor in this complaint event. There was no resistance noted when transferring the stent into the microcatheter or when advancing the stent through the microcatheter. As the subject stent was returned for analysis, once flushed and deployed through the distal tip of the microcatheter the subject stent was seen to be deformed at the proximal (closed cell) end. The introducer sheath was returned and was undamaged and the stent delivery wire (sdw) was also returned and was kinked. The as reported codes as well as the as analysed codes listed in the grid below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
Analysis of the returned device revealed that the subject stent device deployed prematurely during use. There were no clinical consequences to the patient reported as a result of this event.